Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement or suture fray (frail suture) may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the noted frayed suture was noted when the suture was removed from the device, during device removal. No additional information was provided.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 6f sheath hole prior to an atrial fibrillation ablation interventional procedure. Reportedly, during visual inspection of the first prostyle device, it was noted that a lot of glue was present on top of the handle of the device. A new prostyle device was used, however, after deployment, the suture appeared frail and unusual and was not used. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the atrial fibrillation ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Both prostyle devices were discarded post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.